Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and ECG testing without duplicating the report. The device was recertified and returned to the customer. The log review did not identify any device-related faults associated with the customer report. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached electrodes. Complainant did not indicate that there was any patient involvement in the reported malfunction.